Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. In addition, the customer experienced an elevated blood glucose (bg) displayed as "high"; although specific value was not provided. Cause was unknown. Customer administered a correction injection to address the bg.